Event description:
It was reported that the physician felt something was wrong with the device as rise in threshold was seen with various leads attached to the device model. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.